Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited diagnostics anomaly; the device goes to noise reversion mode when sensing. All electrical measurements were stable. The patient was asymptomatic. No intervention was reported.